Event description:
It was reported that this implantable pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The device has 3.5 years remaining. A request was made to have data from this device analyzed. Also, the physician advised for the patient to change out the device since patient is pacer dependent. To date, this device remains in service. No adverse patient effects were reported